Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported a loss of therapy. It was reported that the patient would like to have their implant removed so they could have a hip surgery. They had not been able to recharge for about 6 months and the patient was not sure why. No therapy was reported. Relevant medical history includes lumbar radiculopathy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the patient had not gone to see their doctor because of a bill from when the device was put in and the patient didn't have the money to pay. The patient had no idea what circumstances led to the loss of therapy and not being able to charge for 6 months. No steps had been taken to resolve the issue and it had not been resolved.